Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A dialysis patient's caregiver returned a reply form with a "returned to sender" and deceased selected as the reason for return. Follow-up info was provided by the patient's daughter. Reportedly, the patient chose to discontinue dialysis prior to his death 3 years ago. There was no allegation of a device malfunction during the patient's treatment or report of any recurrent issue that would have led to the discontinuation of dialysis. The daughter was not able to recall the name of associated dialysis clinic. The exact date and time of the patient death are not known. No further info has been made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hd machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n 50065; a device is not released if it does not meet requirements or is nonconforming. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hd machine and the patient's death.